Manufacturer narrative:
Limited information has been provided by the customer. Siemens has requested additional information several times. Siemens review of the logs found a severe exposure to an interfering substance and several "sodium sensor interferent detected" messages. As stated in the rp 500 operator's guide, quaternary ammonium compounds (such as benzalkonium) are known interfering substances to the na sensor and should be avoided. These disinfectants are used for skin preparation and cleaning of instrument exteriors. The data indicates the differences may be a laboratory device versus point of care offset issue due to different types of methodologies and sample matrices. The literature states that for sodium, whole blood and serum do report differences with serum running higher.

Event description:
The customer reported discrepant sodium results for one patient ran three times on the same rp 500 point of care analyzer when compared to a siemens lab analyzer. There was no report of injury due to this event.